Manufacturer narrative:
Medical devices cont: 6935m55 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a warning for high impedance. Trend data also showed high threshold. The lead was replaced. No patient complications have been reported as a result of this event.